Event description:
The hcp stated that at refill an unspecified volume discrepancy was noted. The hcp and pt deny hearing any low battery alarms. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.